Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfilling tubes with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for overfilling tubes was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode. Root cause: test results on returned tubes indicated that the draw volume of some of the tubes was in excess of the expected. This can only occur as a result of the draw volume being applied incorrectly during manufacture.

Event description:
It was reported that bd vacutainer® seditainertm tubes are overfilling. No serious injury or medical intervention.